Event description:
Drive devilbiss healthcare was notified on (B)(6) 2022 regarding a sfscout4, a compact power scooter that is "getting a 5 beep code". The end user has changed the batteries since purchased in 2017. The end user also states that "the scooter tipped over the first time about 4 years ago, the scooter tipped over a second time about 2 years ago. The end user received broken hips on both occasions due to this scooter tipping over. 1st incident: drove off of small ramp, fell on hip and had partial hip replacement 2nd incident: scooter tipped over while driving down small ramp" customer admits that they are at fault. Currently, this device will not be returned for evaluation. Drive devilbiss healthcare is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.